Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. It was reported that on (B)(6) 2016 the pump wound was washed out for superficial dehiscence. The patient's mom called the managing rehab clinic on (B)(6) 2016 with concerns about infection at pump pocket site. Laboratory tests done (B)(6) 2016 at managing hospital and wbc elevated. No culture & sensitivities were documented in patient's hospital chart. It was never determined what caused the wound dehiscence. On (B)(6) 2016 the pump and catheter were removed due to infection by the neurosurgeon. The patient was discharged on oral baclofen 20 mg four times a day and dantrolene 25 mg twice a day, which effectively managed spasticity. Ongoing persistent drainage from the incision site and the patient's pcp (primary care provider) where patient lives out of state from implanting/managing hospital started the patient on bactrim and patient also received vancomycin. On (B)(6) 2016, the rehab clinic referred patient to plastic surgery to evaluate the wound closure and was taken to or (operating room) on (B)(6) 2016 by the plastic surgeon. The patient's sutures were removed on (B)(6) 2016. Oral medications caused patient to feel tired and needing frequent naps during the day, as well as muscles feeling tight; thus patient and parents opted to have new pump and catheter implanted on (B)(6) 2016 with 500 mcg/ml concentration gablofen and starting infusion rate of 50 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.